Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: testing confirmed intermittent responses to button presses on the ok button. Multiple button presses requiring increasing force are required before the ok button will engage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the ok button contact is inverted. Confirmed battery compartment is cracked at opening of battery chamber extending down to the primary seal. Observed the bolus button is not responding to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.